Event description:
Additional information received reported that last year (B)(6) 2015 the patient had a refill and 2 days later the patient had withdrawal symptoms. Testing on the pump found that drug was not moving through pump.

Event description:
(B)(6) 2015 (B)(4) (rep): it was reported that a pump dye study was performed about a week ago indicating that new drug was exiting the pump. The patient had flu like symptoms and under-dose symptoms including sweating (diaphoresis), nausea and vomiting. The patient also had pain. A rotor/roller dye study was done. The pump system was explanted and replaced on (B)(6) 2015. The patient's status at the time of report was "alive - no injury." The pump system was delivering morphine. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent).

Manufacturer narrative:
Concomitant medical product: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).